Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs. Fse checked the tip trays to ensure they were loaded correctly, inspected the sample nozzle tip end for damage with none found, and check the alignment of the sample nozzle to tips and found alignment was off. Fse also checked the nozl (specimen nozzle liquid contact ad) value of the eki board and found it at 1023 (acceptable range 800-830). The fse adjusted the eki board to the correct value to 806. Furthermore, fse performed a hand touch ad value and it was within specification with a result of 23 (acceptable range 20-25). In addition, fse entered the hand touch ad value into the software parameters, performed the top rack position of the sample nozzle, adjusted the tip attachment position, and performed a tip attach and tip detach of all corners on the tip trays. Fse repaired and validated the analyzer by successfully performing quality control run with results within acceptable range and no errors recurring. The fse also loaded six (6) full sample racks of patient samples with no errors reoccurring. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) . There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: 2061 tip attach error cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. The most probable cause of the reported event was due to misalignment of the sample nozzle and cause not established for the eki board range.

Event description:
A customer reported error message ¿2061 tip attach error¿ on the aia-900 analyzer. The customer confirmed the waste and tip chute are empty with no obstructions noted. The customer also stated the tips are being dropped in the waste chute with no scattered tips noted. A technical support specialist (tss) instructed the customer to observe the analyzer for recurring errors and the customer confirmed error was recurring. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), luteinizing hormone (lh ii), progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.